Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window. No crack on reservoir tube window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that insulin was delivering properly from insulin pump. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer also reported that display screen was scratched. Customer was advised that insulin pump would need to be replaced.